Manufacturer narrative:
Summary of evaluation: the evaluation results, although inconclusive in the absence of the event baseplate, suggest that this event is not device related but rather is associated with intra-operative technique.8

Event description:
There was movement of the insert in the baseplate after impaction. Another insert was available and implanted without incident. There was no adverse consequence for the pt or delay in surgery or anesthesia time.